Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer and cap. Half of the screen is detached. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation, the wand was plugged in to a compatible controller and registered an e-7 error. The e-7 error was by-passed and activated in saline solution at default and maximum settings. Plasma at the tip of the wand was produced on the remaining parts of the electrodes. The suction tube was tested and was clogged by dried parts of tissue. A back flush thoroughly cleaned the line and the suction performed as intended. The complaint was verified and the root cause was determined to be associated with the worn screen. In regards to the clogged suction line the recommended suction pressure was possibly not used, causing the suction line to clog; therefore, additionally decreasing the functionality or damage of the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure the bottom half of the faceplate detached from the wand electrode and was seen in the intra-articular space on the scope. The surgeon deemed it too hard to retrieve after looking for it, he thought it might have been removed via suction as he could not find it after seeing it through the scope. This would have been around 45 minutes into the procedure and the wand had been used extensively, but I believe it would have still been under the prescribed 12 minutes of continuous use.